Event description:
It was reported that this implantable pacemaker system recorded an alert for atrial intrinsic amplitude out of range. It was observed that the right atrial (ra) lead impedance has decreased from 473 to 423 ohms, which is still within normal range. The automatic threshold calculation has been observed to be unsuccessful due to low evoked response. In addition, the electrocardiogram (egm) shows intermittent loss of atrial capture and intermittent atrial undersensing. The presenting egm shows normal sinus rhythm with appropriate atrial sensing. Additional information provided indicates the patient presented to the hospital with chest pain and in-person testing determined a pericardial effusion. The physician also found the atrial lead had no capture, suggesting the lead may have perforated, causing the effusion. A lead revision was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.